Event description:
It was reported that a spectrum iq infusion pump had very low speaker volume during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would have speaker volume very low' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose main rear case speaker. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.